Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact in section e is not a medical professional but a more accurate choice is not available it was reported that a patient was treated with an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited tilt and perforation of the filter strut(s) outside the ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited tilt and perforation of the filter strut(s) outside the ivc. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient was treated with an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to tilt and perforation of the filter strut(s) outside the ivc. Per the implant records, the medical history included intracranial hemorrhage, deep vein thrombosis (dvt) and a contraindication to coumadin. The patient underwent ultrasound guided access of the right common femoral vein, a venacavogram and placement of a vena caval filter. The implant records indicated that the renal veins were marked at the body of just above l2, and the ¿obtuse¿ filter was released just below. The patient was taken to the recovery room in stable condition. According to the information received in the patient profile form, the patient became aware of the reported events approximately six years post implant. The patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter and that results of a computed tomography (CT) scan of the optease filter also reported tilt and perforation. The patient further asserts to have suffered from pain in the groin area and experienced anxiety related to the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint the extent and time frame of the groin pain reported by the customer could not be clarified. Access site discomfort related to the procedure is common and typically subsides within a few days. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction provided for the following sections: section d3 section g1 (reporting contact facility name; manufacturing site name and address)

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited tilt and perforation of the filter strut(s) outside the inferior vena cava (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the medical history included intracranial hemorrhage, deep vein thrombosis (dvt) and contraindication to coumadin. The patient underwent ultrasound guided access of the right common femoral vein, a venacavogram and placement of a vena caval filter. The implant records indicated that the renal veins were marked at the body of just above l2, and the ¿obtuse¿ filter was released just below. The patient was taken to the recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter and that results of a computed tomography (CT) scan of the optease filter also reported tilt and perforation. The patient further asserts to have suffered from pain in the groin area and experienced anxiety related to the filter.